Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-apr-09. It was reported that the cause of the memory error and the cause of the patient's spasms were not determined. The software version used at the time of the event was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving baclofen (500 mcg/ml at 235 mcg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that when the rep interrogated the pump, they got a service code 112 on the programmer. The code was reviewed to be a memory error. The rep checked the pump logs and reported that they looked normal with no issues. The rep confirmed that the drug and infusion settings were not on the tablet. It was reviewed that the rep would need to reprogram the settings. The patient stated that they had spasms. The issue was resolved. No further complications were reported.